Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going h3 other text: device not returned.

Event description:
Country of complaint: france. Thread broke during surgery.

Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: none and no units in stock. Analysis and results: there are no previous complaints of this code batch which (B)(4)units were manufactured and distributed in the market. As no samples have been received and no units are available in b. Braun surgical, s.a. Only the batch manufacturing record can be reviewed. Knot pull tensile strength results conducted on samples before releasing the product were 6.90 kgf in average and 6.55 kgf in minimum and fulfilled the requirements of the OEM: 5.18 kgf in average and 2.59 kgf in minimum. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: when working with novosyn suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: complaint is not justified. Without samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incidence and if any samples are received in the future, the case will be re-opened and analyzed. Please note that when no samples are received analyzing is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.